Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that since the manufacturing date, a similar event has occurred in 2022, resulting in the replacement of the stirrer motor. Based on the investigation findings, the root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works, such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that the 3t heater cooler displayed alarm pump 1 (patient side) is blocked (too slow, e07) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched the customer site, tested unit and found the recirculation motor would not move. The circulation motor was replaced, functional verifications performed, all tested within specifications. The unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.